Event description:
It was reported the customer had air bubbles in their tubing. The customer stated the air bubbles were the size of a tip of a pen. There were also over eight air bubbles found in the tubing. The customer was advised to program a fixed prime until the air bubbles were no longer visible. Customer also had a bent cannula with no delivery alarms. Customer's blood glucose was 450 mg/dl. The customer was advised to perform a complete set change with a new reservoir. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.